Event description:
Family member reported her mothers' commode seat has a hairline crack and when she's using it, it pinches her skin often. A call was placed no injury has not broken the skin. Is getting unit replaced.